Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Customer stated that during the venefit procedure, the rfg2 displayed an error, unable to reach temperature for treatment. After the 3rd rf treatment was delivered. The catheter was removed and inspected, however, was unable to deliver a rf treatment. A new cf7-7-100 catheter was opened and worked without incident. No patient injuries noted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. On the box for the device the following was written, "worked for three cycles and then would not heat to adequate temp within 4 sec as it is supposed to." The catheter was examined visually and tactilely: no damage or anomalies were observed. The connector was viewed under microscope and not anomalies were noted. Testing/findings: the device was attached to a test generator unit and run through five dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle. The device passed continuity and resistance functional testing:e+ to e- 93.1hms (80-113ohms), tc+/tc- 190.1hms (lte 250ohms), resistor 1 value 13.69kohms (13.43-13.97kohms), and resistor 2 value 8.06kohms (7.90-8.22kohms).